Event description:
It was reported by the patient that the low pacing rate was set at 65 beats per minute (bpm) on the implantable pulse generator (ipg). The patient received a holter monitor which indicated the bpm was 50 during the day and 40 bpm at night. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).